Manufacturer narrative:
Therapy and event date is approximated dates. During process of complaint, attempts were made to obtain complete event information, but not received. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2020-02007. It was reported patient was experiencing ineffective therapy and the system was explanted at a unknown date with no complication. Further information was requested but unavailable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.